Manufacturer narrative:
This complaint file was review by a company clinical analyst, who stated the following: ¿the customer reported that in three (3) out of five (5) surgeries, the device had poor phaco power at stage 1 (groove). One case had a posterior capsule (pc) rupture. The other two cases were switched from phaco to an extracapsular cataract extraction. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the infiniti system had any effect on the integrity of the posterior capsule.¿ the system was examined and the reported event was not replicated. As a preventive measure the phaco handpieces and the u/s controller printed circuit board (pcb) were replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 6, 2007. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications and the returned samples were replaced as a preventive measure. Therefore, the returned samples will not be tested. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The system was found to meet specifications. Therefore, it is not suspected to have contributed to the reported events. (B)(4).

Manufacturer narrative:
A service visit was performed. A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4)

Event description:
A physician reported that the system had poor phaco power at stage 1 (groove) of a cataract surgery with intraocular lens (iol) implant. As a result a lens capsule rupture was caused. Additional information has been requested.